Event description:
It was reported that a right ventricular lead exhibited noise. No other anomalies were found and the patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.